Event description:
The tip of the penis was lacerated during the circumcision, using a nogen clamp. The newborn required surgery by a urologist to repair the laceration. It's unk at this time if any permanent injury will result.